Event description:
It was reported that there was problem related to the catheter. A distal revision on the catheter was performed. After implant of the new distal catheter segment, the doctor took an x-ray and noted, the titanium tip at the end of the catheter couldn't be seen. It was uncertain if the tip had come off or if it was not seen due to poor picture quality. No patient symptoms, treatment or outcome were reported. The reason for the revision was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).